Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported, a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a broken shell, device to be underweight. A microscopic analysis was performed. Which identified, a sharp edge opening assessed, as an unidentified tear opening. A dimension measurement in the shell was performed. Which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on radius assessed, as unidentified (tear) opening.